Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device could not be programmed. A message to remove the magnet or position the wand was displayed, after which further communication was unsuccessful. Attempts to restore the device through downloads were unsuccessful. The device was functioning in vvi with capture at a rate of 67.5 ppm.